Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to cooper¿s ligament during a laparoscopic inguinal hernia, the handle crunched on the first fire. Loading the device went fine and the tack penetrated the tissue but would not release from the device as expected. Subsequent tack was off alignment so they replaced the reload. The tacks disengaged into the patient¿s cavity and were retrieved. The second reload loaded fine and first tack fired fine but subsequent tacks had issue, the handle was crunching. They replaced reloads after for nearly every other fire to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. Three partially applied 8dpt device loading units (dlus) with disrupted timing were received. One dlu had a tack protruding. Microscopic inspection noted scratches on the inner tube of two of the dlus. One partially applied 5dpt dlu with proper timing was received and scratches on the inner tube of the dlu. The handle was actuated and the instrument cycled properly with no reload. The returned 5dpt reload was loaded onto the instrument. The handle was actuated and it was fired down on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu). However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. 1219930-2018-03566-1 if information is provided in the future, a supplemental report will be issued.